Event description:
Received notice of complaint concerning above product from product complaint form filed by facility. Dir of nursing reports an event in which a leak occurred from the pump segment. Upon inspection it was noted that there was a split/cut approx 1" long in the pump segment tubing. The leak occurred approx 45 mins into the treatment. Reported blood loss is > 20cc but < 100cc. The pt was stable and did not require any medical intervention. The line was changed and the treatment was completed without further incident. The line is available for evaluation. A response letter and mailer have been sent to the facility. A medwatch form has been filed based on blood loss only. Lot number reported is for a venous line.